Event description:
Patient was revised on (B)(6) 2021 for unknown reason. No information on deta of first surgery and on explanted and implanted products.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.